Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported that prior to sending the device to olympus, the device was cleaned/disinfected and sterilized. There were no delay in the start of the customer performing precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was brushed with clean lint-free clothes/brushes/sponges. The air/water nozzle was flushed with detergent solution. The device was evaluated and the customer¿s allegation was confirmed. Due to clogging of nozzle, the water removal ability does not meet specification. In addition to the findings reported in b5, worn angle wires caused the bending angle in the up direction and the play of the up/down knob to not meet specification, scratches were found on the device, there was peeling paint on the suction cylinder, there was a dent on the connecting tube and the adhesive on the bending section cover had a white-clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The distributor reported to olympus, there was an early water supply failure when using the evis lucera elite gastrointestinal videoscope during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. During the inspection and tesing of the returned device, the nozzle was clogged with foreign material, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.